Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of noise and low lead impedance was confirmed. Electrical and physical analysis revealed damage to the inner insulation underneath the suture sleeve. The cause of the reported field events is believed to be due to an electrical short.

Event description:
It was reported that the atrial lead exhibited noise and low lead impedance. The lead was explanted and replaced.